Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the power of the device did not turn on since the power switch was broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the power switch was damaged and defective. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the maintenance unit would sometimes fail to power on and the issue was found at reprocessing. There were no reports of patient harm.